Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultralink meter read inaccurately erratic. The medical surveillance specialist (mss) spoke to the patient on june 30, 2010, and was able to obtain/verify information. The patient tests his blood glucose 5 times a day. He manages his diabetes with sliding-scale novalog insulin based on his meter readings. The patient indicated that the alleged issue started on (B) (6) 2010. The patient indicated that he obtained a blood glucose reading of "142 mg/dl" on (B) (6) 2010, at 3:30 am. Based on the meter reading, the patient took an unspecified dose of sliding-scale insulin. The patient also mentioned that he had eaten breakfast that morning. At 9:10 am that same morning, the patient tested his blood glucose again with the reported meter and claimed to have gotten a result of "178 mg/dl." Based on the meter reading, the reportedly took a "correction dose" of 1.9 units novalog insulin. At around 11:00 am, the patient claimed that he developed low blood glucose symptoms of shakiness and numbness. The patient tested his blood glucose while feeling low and got back-to-back meter readings of "176, 192, 58, and 64 mg/dl." The patient administered self-treatment by consuming sugar-free candy and eating lunch. The self-treatment helped to relieve his symptoms. The patient reportedly did not use correct steps for testing his blood glucose with the lfs meter. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms suggestive of severe hypoglycemia after taking insulin based on a meter reading.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
Per the clinic, a post-operative x-ray revealed that the electrode array was not in the cochlea. The device was explanted (B)(6), 2010, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.